Manufacturer narrative:
(B)(4). Batch # p93l97. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. When the device was disassembled and it was found that there was a cracked internal component. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, the tip of the tissue pad was cracked soon after the ope had started. But no pieces fell into the patient and no pieces were left inside the patient. The device was activated at power level 5. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.